Event description:
It was reported that the patient never woke up from the implantation on (B)(6) 2023. A computed tomography was performed, and a cerebral ischemia was shown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to cerebral ischemia. It was not reported if the patient's outcome was device or therapy related.